Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that there was difficulty connecting to an implantable neurostimulator (ins). The patient experienced an increase in dyskinesia and became very confused. Patient confirmed they were able to connect the handset and communicator, but kept getting "no device found" message when attempting to connect to the ins, and the progress bar was slow. Repositioning did not resolve the issue. Electromagnetic interference was considered as a possible contributing factor, although the patient was not near any metal surfaces or computers, but they were wearing a life alert bracelet on the opposite side from the implant. It was noted that the battery was expected to last 2-3 more years according to the last appointment. Troubleshooting steps included ensuring the external controllers were set up correctly, confirming the application version, and testing the connection with different external controllers. The repr esentative suggested the possibility of a depleted battery and recommended further evaluation with the managing healthcare provider. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from manufacturing representative (rep). Rep reported that cause of connection issue was due to faulty controller. Rep reported that healthcare provider had an additional communicator that was given to the patient. Rep reported that issue with communication resolved with the new communicator.